Manufacturer narrative:
Update - (B)(6) 2011 - litigation papers allege: pain, closed reduction, open reduction, multiple arthrotomies, synovectomies, excisions of anterior capsule and exchange of femoral head, incision and drainage, aspirations, removal of cement spacer, revision, and ultimately, on (B)(6) 2008, an explantation of the total left hip. The hip had become infected with (B)(6). Doi: (B)(6) 2007. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of infection. Update - (B)(6) 2011 - litigation papers allege: pain, closed reduction, open reduction, multiple arthrotomies, synovectomies, excisions of anterior capsule and exhange of femoral head, incision and drainage, aspirations, removal of cement spacer, revision, and ultimately, on (B)(6) 2008, an explantation of the total left hip. The hip had become infected with (B)(6).

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs received. Part/lot has been updated. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs received. Part/lot has been updated. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history record for the liner's provided product/lot combination did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other incidents against the remaining provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral head as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).